Event description:
Customer reported pump display was frozen. There was no adverse impact to the customer¿s blood glucose level since it remained between 54-500 mg/dl. Customer attempted to reset the pump but the issue was not resolved. Technical support provided complete pump reset information and replaced the pump. The customer reverted to an alternate method of insulin therapy.